Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the metal cap exhibits severe char; the glass cap exhibits severe devitrification at the output window. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).

Event description:
It was reported that during a prostate procedure, there was excessive heat reported @ 113,785 joules. Gland volume 75 ml. Time expended 20:06 minutes. The procedure was completed with a second fiber. There was no injury to patient.